Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated and leaked from the luer lock during a lipid infusion. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked from the luer lock was not confirmed. Visual inspection noted the set arrived in two segments, separated at the engagement between the silicon tubing segment and the lower fitment. Impressions were observed at the distal end of the silicon tubing segment showing that the retainer ring had been in place. Examination under magnification did not reveal any tears in the silicon tubing segment. No crush marks, other damage or anomalies to the remainder of the set and their components (including the male luer) were observed. Functional testing resulted in liquid flowing through the tubing, exiting through the distal male luer with no separations or leaks. Dimensional testing was performed and the set was measured to be within the required specification. The root cause was not identified.